Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted on the rv lead. Diagnostic imaging was performed, and the lead was noted to be dislodged. A lead revision procedure is anticipated and the patient was stable with no consequences.